Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had server error after inserting blue adapter. Blood glucose value at the time of event was unknown. Troubleshooting was performed and unable to resolve the issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed, as cause of issue could not be replicated. Carelink support team confirmed through carelink uploader database application logs that there were various sake database errors in all the logs for at home user uploads but not hcp/clinic uploads. Carelink support team confirmed through csr that hcp/clinic and mobile application uploads were successful. Relayed information to development team as well as helpline, suggestion was to replace blue adapter. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00084593>. (Most likely) root cause: faulty blue adapter not properly communicating with uploader and carelink. Analysis summary: after investigation and testing cause appears to be a faulty blue adapter. Helpline sent new blue adapter to customer. No confirmation from customer received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.